Manufacturer narrative:
The g3 - date received by manufacturer on the report submitted on 3 dec 2024 should be 1 nov 2024 not 11 nov 2024.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the system was explanted.